Event description:
It was reported by the physician that the vns is not believed to be the cause of death or status epilepticus for the patient. The patient had a cluster seizure due to covid and then aspiration pneumonia & was placed in hospice. No other relevant information has been received to date.

Event description:
It was reported that the patient had passed away. It was later reported by the coroner that the patient had passed away due to their lennox-gastaut syndrome. As this is their seizure condition, the vns will remain as a possible cause of death, and the investigation will continue. The funeral home had re-iterated that the cause of death was related to their lennox-gastaut syndrome. The funeral home added that status epilepticus also attributed to the cause. The disposition of the device is unknown. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.